Manufacturer narrative:
The device ro14035 has been inspected for investigation purpose. The pedal needs to be replace.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the vigilance device was non-functional. There was no patient involvment reported.